Event description:
Information received from the field notes that the patient presented in the emergency room with an intrinsic rate of about 34 bpm. Interrogation of the device resulted in a pacing rate of 68 ppm. After resetting the device, normal function ensued. During a subsequent follow-up, magnet application resulted in back-up operation. Therefore, the device was replaced.